Event description:
Healthcare professional reported against right side device "accommodation folds and homogeneous content in all sequences on the right","minimal amount of peri-implant fluid was observed bilaterally", "slight enhancement of the bilateral implant capsule which correlated with clinical data, may suggest contracture" baker grade IV, "globular lymph node in the right axilla, 28 mm in diameter" and "grouping of microcalcification in the superolateral quadrant of the right breast, with a diameter of 7mm." Device remains implanted. . "Grouping of microcalcification in the superolateral quadrant of the right breast, with a diameter of 7mm.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade IV" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma-late.